Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The results of the investigation are as follows: review of the most recent repair record identified the following related repair: tech confirmed the reported issue as the motor was only working intermittently and the power cord insulation was damaged. Tech replaced the motor and plug harness assembly, tested the unit, and returned it to service. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported there was no power. The system was not functioning according to the end-user. The event happened before the surgery. No patient involvement or harm noted. During investigation, it was cited that the motor was only working intermittently, and the power cord insulation was damaged with wires exposed. No further event information available at the time of this report.